Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the patient with this pacemaker felt unwell. An ambulance was called, and the paramedics evaluated stroke related symptoms. Additionally, bradycardia of approximately 30 beats per minute (bpm) was also reported. The patient was airlifted from a rural area to a metropolitan area and admitted to the intensive care unit (ICU). Upon interrogation of this device, it was noted that it had reverted to safety mode. Pacing inhibition was observed. Device replacement was recommended. No additional adverse patient effects were reported. Currently, this device remains in service.

Event description:
It was reported that the patient with this pacemaker felt unwell. An ambulance was called, and the paramedics evaluated stroke related symptoms. Additionally, bradycardia of approximately 30 beats per minute (bpm) was also reported. The patient was airlifted from a rural area to a metropolitan area and admitted to the intensive care unit (ICU). Upon interrogation of this device, it was noted that it had reverted to safety mode. Pacing inhibition was observed. Device replacement was recommended. No additional adverse patient effects were reported. Currently, this device remains in service. Additional information was received that this device was explanted and replaced. No additional adverse patient effects were reported. This device will not return for analysis.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.